Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, at approximately 2 cm the thumb advancer slide stopped and "one strut was flared under the sheath splitter". The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was returned without firing the clip. The proximal end of the flex-guide was found to be carved by the delivery tubeset. When depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting will result in bent garage leaves. Subsequently, the thumb advancer deployment and sheath splitting were stopped. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. The safety release mechanism was found to have been utilized to release the locator wings to safely remove the device from the patient anatomy. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that the physician felt after preparation of the 3.0 x 28 mm promus stent delivery system (sds), the stent struts were cracked and poking out(unknown which one). A second 3.0 x 28 mm promus sds was chosen, different lot, and it was noted that the shaft was cracked. A non-abbott device was used to complete that procedure. Neither promus sds was used in the patient. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.